Event description:
Customer reports bronchitis and irritation of preexisting asthma with md intervention requiring a steroid injection.

Manufacturer narrative:
File a 30-day MDR. An assessment was not conducted. The event is still considered reportable under FDA's regulation.